Event description:
I was implanted with essure in 2009 by my doctor, which was covered by my insurance provider, (B)(6). I chose this option because my doctor presented it to me as a less invasive form of permanent contraceptive. He advised to choose this because I am rh negative and shouldn't have anymore kids. After the surgery, I reported direct dull and sharp pain where the coils were and I was told it was in my head. I began to think I was crazy. Pain has persisted and other symptoms have now been revealed. Extreme fatigue, painful cramping before during and after period, painful ovulation, pain using tampons during period, spotting and bleeding after sex both before and after cycle, skin disorders, psoriasis, eczema, degenerative disk disease, hip pain and popping, headaches, blurred vision, dry eyes, dry skin, vaginal discharge, and vitamin d deficiency.